Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was not found to have loose, frayed or broken cables. However, the instrument was found to have thermal damage on the yaw pulley. There was no damage found on the conductor wire. The instrument passed an electrical continuity test. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the jaws of the pk dissecting forceps instrument jaws remained open when trying to use, and they would not grasp tissue. The instrument appeared to have a cable loose, when checked. The procedure was completed and there was no patient injury.